Event description:
The facility reports that the male luer on the bloodline patient connector broke off inside the female luer connector on the fistula needle. This occurred 1/2 way through hemodialysis treatment when patient requested that the treatment be temporarily interrupted. Due to the broken connector the patient could not be reconnected to the bloodline. Treatment was terminated and blood volume in the extracorporeal was discarded resulting in ebl = 250cc. No patient injury or need for medical intervention is reported.